Event description:
A distributor reported an end user experienced an issue when using a dialysis catheter from a bioflo duramax 15.5f 24cm dual valve sheath basic kit. On initiation of dialysis, the nurse noticed an air bubble coming in to the syringe while aspirating blood from arterial lumen of cvc. Upon closer inspection, a small amount of blood was leaking from the side of clear rubber part of arterial lumen of cvc.the catheter was removed and replaced due to this issue.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) bioflo dialysis catheter. As received, the device appeared used and contaminated with bio-material. A fracture/leak of the arterial extension leg tubing was observed, confirming the reported complaint description. The fracture was located right at the junction between the luer hub and the extension leg tubing; the customer's complaint description is confirmed for leak near the luer hub. There is a fracture/hole of the extension tube adjacent to the hub luer. There are no visible indications that the failure is related to either the manufacturing process or associated tooling. Root cause for this type and location of the failure mode observed is due to over-torquing of the extension leg tubing-to-luer hub junction during cleaning/care and maintenance, i.e. Grasping the extension leg tubing rather than luer hub itself. This is supported by the fact that the dialysis catheter device was in situ for more than 58 months. A manufacturing related root cause is unlikely since the device was in situ for more than 58 months. DHR review of the packaging/assembly shr lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the following is provided as a reference from dfu item number 16600701-01: use only luer lock (threaded) connectors with this catheter. Scrub catheter luer lock connectors with an appropriate antiseptic after cap is removed and before accessing. Perform every time catheter is accessed or disconnected. If luer lock connectors are cleansed with a cleansing solution, allow the solution to dry fully before applying catheter end caps. Tape end caps between treatments to safeguard them against accidental removal. Close the extension clamps, remove the syringes, and place an injection cap on each luer lock connector. Avoid air embolism by keeping extension tubing clamped at all times when not in use and by aspirating then irrigating the catheter with saline prior to each use. With each change in tubing connections, purge air from the catheter and all connecting tubing and caps. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).